Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
Physician had a case today and used a 6fr trapliner. The tip of the trapliner broke off of the catheter, but it was still on the wire. There was no reported injury to the patient. Multiple attempts have been made to obtain further information, however this has been unsuccessful.